Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(4) 2006, explanted: (B)(6) 2010, product type: extension. Product ID: 3093-28, lot# v002852, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that the right side completely went bad and a whole new system was put in on (B)(6) 2008,. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.